Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first clip was able to be used however the second clip would not load, it would not come into the jaws at all. There were no patient consequences reported. Another device was used to complete the case. The device was discarded.